Manufacturer narrative:
A field service engineer was dispatched to customer site and performed a planned maintenance (pm) 1. The vacuum pump oil, oil mist filter and catalytic converter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the vacuum pump oil, oil mist filter and catalytic converter was not returned for functional evaluation. The assignable cause of the odor/smells issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.